Event description:
It was reported that the surgeon inserted a 24.0 diopter cc4204bf collamer single piece lens and the lens was torn during insertion. The reporter stated the indigo-p was too narrow for the lens. The lens was removed and replaced with the same model lens without any pt incident.